Manufacturer narrative:
On (B)(6) 2026, it was reported that the nail nipper is "coming out of the packaging dull". According to the customer, during sometime in march, the product broke while cutting through patient's thick toe nail. There was no patient injury, and no follow-up care, medical, and/or surgical intervention or treatment required.

Event description:
Dullness and breaking of nail cutting device.

Manufacturer narrative:
The MDR was filed under the incorrect fei number and manufacturer address, therefore it was resubmitted with the correct registration number and address in MDR 3004519921-2026-00016.